Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
Report of glitter material observed at the wound right after lens removal part of surgery. Surgeon commented should not have effect on patient and surgery completed without any issues.

Manufacturer narrative:
Additional information: evaluation completed. Eleven e7559a knives from lot mbpp160 were returned. Seven are sealed and four are opened. The expiration dates on the labels is 2021-08-31. Microscopic examination of the opened blades found them dirty with particulates and dried solutions visible on the blade. Five of the sealed samples were opened by the complaint evaluation center technician for inspection. Of the nine blades inspected, none of the particulates found had a "glitter" like appearance. The two remaining sealed knives and two of the opened knives were sent to the lab for inspection and testing of particulates. The lab report states "conclusion: these analyses revealed no evidence of metallic particles on any of the submitted knives. Organic particles were observed on samples 1 and 4. These particles had likely originated from the foam material that the knives were embedded in. Additionally, a silicone surface coating was detected on the knives. Microscopic examination of the knife bends and tips did not reveal any evidence of metal separation, splintering or metallic particles."